Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) of 1300mg/dl and high ketones. The customer was hospitalized and admitted into the intensive care unit on (B)(6) 2020 for 28 days. Reportedly, the customer did not have an active sensor session and was not monitoring their bg values with a manual bg monitor. The high bg resulted in a fall/injury from a 10ft tree and hospitalization. Customer was treated with intravenous fluids of saline and insulin, and received 58 staples in the arm which resolved the issues. Healthcare professional identified that the customer sustained permanent damage in the form of a scar from the 58 staples placed in the arm. Reportedly, the customer was able to successfully resume insulin therapy.